Event description:
It was reported that a pump motor stall and tube set message occurred. The motor stall was confirmed in the event logs with no motor stall recovery recorded. It was reported that the patient had 2 mris in the week prior to the report due to health conditions unrelated to the infusion system. The last motor stall occurred 'around the time of the MRI' and there was no recovery. The pump was alarming and the patient was experiencing return of symptoms and showing signs of withdrawal. Replacement of the pump system was anticipated. The medications used in the pump were hydromorphone and bupivacaine. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported the pump was replaced. It was noted there was no injury. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed corrosion of the motor gear train.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Medtronic issued a letter to healthcare professionals providing important safety information regarding MRI (magnetic resonance imaging) effects on synchromed el and synchromed ii implantable infusion pumps. As stated in product labeling, the magnetic field of an MRI will temporarily stop the rotor of the pump motor and suspend drug infusion for the duration of MRI exposure for all synchromed pump.